Event description:
It was reported that patient underwent a knee procedure on an unknown date. It was further reported that patient underwent a right total knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to an unknown reason. Subsequently, patient underwent a revision procedure on an unknown date due to leg lengthening. A review of the invoice history confirmed the surgery dates. It further indicates patient underwent a revision procedure on (B)(6) 2009 where a biomet expandable femoral stem and competitor components were implanted. Invoice history suggests patient was implanted with an orthopedic salvage system on (B)(6) 2009. Additional information received noted patient didn't have a patella implant. On (B)(6) 2012, patient underwent a patella procedure and poly swap due to pain. Patient underwent a further revision procedure on (B)(6) 2015 due to leg lengthening and pain.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to biomechanical overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects; "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies" and ¿intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014- 06325 and 1825034-2015- 00861).